Event description:
The customer reported to olympus that the 4k autoclavable camera head has no image with error code e224. The problem occurred during an unspecified procedure. The device was replaced with another device and the procedure was completed without delay. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a defective/faulty cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. The most probable cause of the reported malfunctions is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to patient, the instructions for use provides the following warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient, continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.